Event description:
It was reported that during a da vinci s prostatectomy procedure the fenestrated bipolar forceps instrument clip broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint. The customer reported complaint of clip broke was not replicated or confirmed. The conductor wire was broken - bipolar. The tips were intact. Failure analysis found that there was a char mark on the yaw pulley opposite side of the broken conductor wire. There were scratches on the surface of the distal pulley. Failure analysis also observed that the distal end of the main tube had various scratch marks showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the main tube. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.